Event description:
The facility's biomedical engineer reported an infusion pump with an 812:12 failure code. The reporting facility states it is not known if the device was in use on a patient when the failure occurred. There was no report of patient injury or medical intervention caused by this device.